Manufacturer narrative:
The device was returned to olympus for evaluation and white scratches and flooded connectors were identified. The investigation was unable to determine the cause of these malfunctions. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The device was returned for evaluation and white scratches and flooded connectors were found. There was no patient involvement.